Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has bone loss. The implant was subsequently removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant and an unknown restorative product were returned for investigation. The reported event occurred at tissue level; therefore, the investigation was performed only on the implant. The device could not be functionally tested for the reported failure (bone loss) since it¿s a medical condition. The reported device had been placed on an unknown tooth location for about 2 months. X-ray or picture images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to bone loss. The product was returned but the reported complaint could not be verified since it is a medical condition and no x-ray or picture images were available. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6).

Event description:
No further event information is available at the time of this report.